Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to replace the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to conduct the repair. Customer reported that after rtc chip was reseated the event did not reoccurred and extended self-test (est) was performed successfully.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.